Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During the last 4 minutes of a routine in-center hemodialysis treatment, the hemodialysis nurse experienced air alarms and high venous pressure alarms and noted the presence of clotted blood in the venous line. The blood in the venous line was not rinsed back, which resulted in a 180cc blood loss. No add'l medical intervention was required.

Manufacturer narrative:
The blood loss has been attributed to insufficient heparinization. The pt's loading dose of heparin had already been increased prior to this blood loss. The facility has added a mid treatment heparin dose after this blood loss occurred. No subsequent reports of blood loss have been reported for this pt since the mid treatment heparin dose had been added. The cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.